Event description:
The patient had the implant removed due to a cosmetic desire for a larger implant. It is noted that the patient had skin expansion, which contributed to the patient's request.

Manufacturer narrative:
The patient had the device implanted on (B)(6) 2015. The patient complained to the office on (B)(6) 2024, regarding slight discomfort with sexual activity due to a palpable implant base and erectile dysfunction. He claimed that the implant was softer, and there was a presence of "zip tie" line along the ventral penis. He stated that his erections only lasted 1-2 minutes with viagra. Upon virtual examination, the physician was able to confirm the palpable "zip tie" line. The patient penile skin had expanded, and he desired a replacement with a larger and more rigid implant. The patient had the replacement surgery on (B)(6) 2024, and his first follow-up on (B)(6). The patient had no abnormal swelling but mild pain that was manageable with pain medication. It was noted in his medical records that the surgical site was recovering well, the implant was well-positioned, and the penis had good appearance. He returned on (B)(6), where he was healing well. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "possible impotence requiring additional treatment," and "skin wrinkling in erect and flaccid state." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) processes, lists erectile dysfunction and pain as anticipated adverse events. The duration or cause of the ed was not specified; therefore it cannot be determined if the ed was due to the nature of the implant, pain, or reduced confidence. Pain is a common and anticipated event in any surgical procedure. The patient also acknowledged the statement within the consent form, "I understand that recovery is highly individual and may vary significantly for any particular case. I understand that full rehabilitation can take considerable time, including months, if not years." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery and the IFU, which were reviewed as part of the 510(k) process, dissatisfaction with cosmetic results is listed as a potential adverse event and complication. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. The root cause of this investigation is the inherent risk of the device as erectile dysfunction, skin expansion, and pain are potential adverse events disclosed to the patient prior to surgery. The term " appropriate term not available" was chosen for clinical code as the specific injury identified was skin expansion. Additionally, as the device was not returned and unable to be investigated, historical data analysis, trend analysis, production records, and the patient's medical records were used to investigate this complaint.